Event description:
Customer reports 4 critically ill pediatric ECMO patients expired over an unspecified six week period. During treatment, clotting time was measured using hemochron act-lr / signature elite instruments. As 2 signature elite instruments are in use, customer is unable to identify which instrument used with specific patients. Customer reviewing medication regimen for causality. This report is for patient 3 of 4.

Manufacturer narrative:
MDR filing due to recent receipt of information by itc, clarifying reporting rules where both multiple patients and multiple devices are involved. Due to this, MDR's 2248721-2008-00018 and 2248721-2008-00019 have been previously filed related to same reported adverse events. Customer reports hemochron signature elite, but is unable to specifically identify which instrument(s) are involved in each specific adverse event. In 2008, international technidyne corporation performed an on site investigation of the device alleged to be involved. The following evaluations were performed: physical damage. Heparin response. Precision. Data download from devices memory. The results of the above evaluations concluded that the device is and was operating in accordance with manufacturing specifications and that the facility continues to use the device without further reports of malfunctions.